Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact and in good condition. During functional check, the reported complaint was duplicated. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. The previous repair did not require opening the device, as only the downstream occlusion sensor seal was replaced. This would still require an accuracy test. Root cause was found to be the expulsor assembly; expulsor assembly was replaced.

Event description:
It was reported that the downward occlusion sensor, seal damaged. No patient injury was reported.